Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 216 mg/dl. Customer advised they received the no delivery alarm and were able to hear the motor dying. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was assisted replacing the plunger and manually pushing the plunger slowly until insulin exited the tubing. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.

Manufacturer narrative:
Evaluated 4 opened and used sof set ultimate infusion sets. Performed a prime using a new lab reservoir, found 2 of 4 infusion sets found occluded at quick release connection septum site, remaining 2 of 4 infusion sets found occluded at p-cap connection. Unable to confirm occlusion due to customer returned opened and used.